Event description:
It was reported that during a coronary stent procedure, the balloon ruptured during initial deployment. The stent was deployed; however it was floating in the vessel. Another stent was used to anchor it in place. The system was removed easily. Patient status is listed as "ok".